Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes related to the charging of the internal battery was observed. The device's internal battery and power management board need to be replaced to address the issues.